Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture was breaking when tied. There were no adverse consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/21/2020 . Additional information: a manufacturing record evaluation was performed for the finished device lgm470 batch number, and no non-conformances were identified. Additional device evaluation summary: one open box with three unopened samples of product code z316, lot lgm470 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.